Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties, treatment, and patient effect appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance with an unspecified stent, resulting in the reported difficulty during advancement and removal. Manipulation of the guide wire, when resistance with the anatomy was encountered, likely contributed to the reported material separation. The separated portion of the guide wire was embedded into the patients lesion with a stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with severe calcification. A 190cm ht balance middleweight universal guidewire (gw) was advanced into the blood vessel with resistance due to anatomical challenges; however, the guidewire became stuck in the middle of an unspecified stent and force was applied. The gw tip became detached and loose in the blood vessel. Therefore, the remainder of the gw was removed and an unspecified stent was deployed to embed the detached tip into the blood vessel. The procedure continued and the target lesion was treated. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Reportedly, when the gw met with resistance, force was applied. It should be noted that the hi-torque guide wires for ptca, pta, and stents instructions for use (IFU, ppl2122349 revision a, warnings section) states: "push, auger, withdraw, or torque a guide wire that meets resistance." In this case, the reported deviation appears to be a reasonable clinical response to the reported issue; therefore, a follow up letter will not be issued. The investigation determined the reported difficulties, treatment, and patient effect appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance with an unspecified stent, resulting in the reported difficulty during advancement and removal. Manipulation of the guide wire, when resistance with the anatomy was encountered, likely contributed to the reported material separation. The separated portion of the guide wire was embedded into the patients lesion with a stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6 - rdc code 2017 added for against resistance.

Event description:
N/a.